Event description:
During an unknown procedure, several of the reusable cannulas from the disposable trocar system have cracked and cannot be used. There was no patient consequence. Nine devices returning.